Manufacturer narrative:
No sample was returned and no photos were provided. The reported complaint could not be verified. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the reservoir leaked into the plastic area. The cassette was never given to the patient or nursing and the pump and tubing were never attached. The failure occurred in the chemo hood while removing air from the cassette. There was no patient involvement and no patient harm.